Manufacturer narrative:
This event was originally reported under 0001649390-2024-00266. Which was the wrong event. Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery due to discomfort and stiffness and reduced range of motion. All prosthesis removed, and discarded. Specimens taken for pathology. All original bone cement removed. Copious lavage attended. All joint and medullary canal surfaces irrigated with aqueous betadine. Full set of prosthesis cemented in, with antibiotic cement.

Manufacturer narrative:
Correction: h6 method code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a revision surgery due to discomfort and stiffness and reduced range of motion. All prosthesis removed, and discarded. Specimens taken for pathology. All original bone cement removed. Copious lavage attended. All joint and medullary canal surfaces irrigated with aqueous betadine. Full set of prosthesis cemented in, with antibiotic cement.